Manufacturer narrative:
Citation: abdel-wahab m et al. 5-year outcomes after tavr with balloon-expandable versus self-expanding valves: results from the choice randomized clinical trial. Jacc cardiovasc interv. 2020 may 11;13(9):1071-1082. Doi: 10.1016/j.jcin.2019.12.026. Epub 2020 apr 15. Earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. The adverse events/serious injuries that were associated with medtronic product in this literature article were reported in initial report: 2025587-2020-00140 and supplemental report: 2025587-2020-00140 follow up number: 001. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the five-year outcomes in high-risk patients with native aortic stenosis who underwent transcatheter aortic valve implantation (tavi) with early generation balloon-expandable or self-expanding valves. All data were collected from five centers. The study population included 241 patients and was predominantly female with a mean age of 81 years. Of those, 120 were implanted with medtronic corevalve bioprosthetic valves. No serial numbers were provided. Among all corevalve patients, 3 valve-related deaths occurred due to unspecified bioprosthetic valve issue(s). No further details were provided. Based on the available information, medtronic product was associated with these 3 deaths. An additional 51 deaths were observed within five years after tavi, but none of these deaths were attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.